Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked connector is confirmed; however, the exact cause is unknown. One 20 g x ¾¿ miniloc with y-site was returned for evaluation. An initial visual observation showed both clamps are not engaged, needle was observed to be bent, luer cap was connected to the proximal luer, safety was not engaged, and no obvious evidence of use. Sample was flushed and pressurized with a 12ml syringe of water from both the proximal and distal connectors; no leaks were observed. A microscopic observation revealed superficial fractures on exterior and interior of the luer of the y-site. No complete cracks were observed either luer connector. An iso luer taper gage was inserted into the y-site luer connector. Luer connector was found to be within specification. While no leakage was observed, superficial fractures were observed in the luer connector of the y-site. The exact cause of the fracturing in the luer connector hub is unknown; however, possible contributing factors include forceful insertion of a tapered object into the orifice of the luer hub, environmental conditions, and over-tightening of the connector. A lot history review (lhr) of asdnf033 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the proximal access port cracked and leaked fluoricil on the patient. No harm to patient.